Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for ventricular tachycardia (v-tach).

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
Onsite testing of the involved devices on (B)(6) 2014 by a spacelabs field service engineer confirmed that the equipment worked to specifications. The testing was witnessed by a facility staff member. Patient retrospective data was evaluated by a spacelabs software lead engineer. The customer reported a 7 beat episode of ventricular tachycardia (vtach) that started at 1:26 a.m. On (B)(6) 2014. Analysis of the ECG waveforms for this time indicated that only 4 of the 7 beats were detected as ventricular beats. Beats 1, 4 and 6 were rejected by the beat qualification logic algorithm in the telemetry receiver module. These 3 disqualified beats were rejected due to unusual timing, shape, and slope characteristics of the waveforms, which caused them to be rejected as artifact or t-waves. Thus, the criteria for a vtach alarm were not met. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that transmitter model 91343-09 and receiver module model 90478 worn by a telemetry patient failed to generate an alarm for a 7 beat run of ventricular tachycardia (vtach) at 1:26 a.m. On (B)(6) 2014.